Event description:
Per the clinic, the patient developed non-infectious swelling and was treated with corticosteroids and antibiotics (specific type, date and duration not reported); however, this did not alleviate the symptom. The patient also experienced a well-encapsulated foreign body reaction and subsequently underwent a surgical procedure to clean the affected area (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.